Manufacturer narrative:
As neither the electronic log file nor other additional information for this incident were available, the investigation was carried out based on the given information, only. The exact root cause could not be determined but reportedly, the compact breathing system (cosy) was found to be full of moisture. After replacement of the cosy, the fabius was checked and passed all tests to specification. Depending on the amount of moisture proper function of the pneumatic valves within the cosy may be disturbed. If for example the peep/pmax valve or the expiratory valve gets stuck in closed position the airway pressure would increase. The fabius, which features an integrated pressure monitoring would detect such increase and interrupt automatic ventilation to protect the patient from excessive pressure. In case the fabius stops automatic ventilation the device will immediately generate a corresponding visible and audible ventilator fail alarm. The customer stated that a water trap and a cosy heater were used. Both are appropriate measures to reduce the accumulation of humidity. Based on all available information it could not be determined why there was still so much moisture in this particular case.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during a case that the ventilator failed and the patient had to be manually ventilated. There was no injury to the patient.